Manufacturer narrative:
(B)(4). A sample is not available for evaluation. If additional information or samples become available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) of a syringe adaptor set that was not possible to fill the tubing with the drug in the infusion pump. This condition occurred during priming there was no patient involvement therefore there was no medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.